Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic cholecystectomy, the sonicbeat device pad began peeling/melting approximately 30 minutes into the case. The pad remained intact and did not detach inside the patient. During the procedure, the ultrasonic generator/usg-400 was also being used along with the subject device. The procedure was completed without delay using a backup olympus device. There was no report of patient harm associated with this event.

Manufacturer narrative:
Corrected field: d7a - single use device. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.